Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the screw would not back out of the device.

Manufacturer narrative:
This follow-up report is being filed to correct information. This event was initially submitted incorrectly under zimmer biomet manufacturer report #(B)(4). Please refer to proper report # 0002648920 - 2017 - 00285 for this event.